Manufacturer narrative:
Concomitant medical products: 305u223, tissue valve; 310c31, tissue valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead appeared to have far field r-wave (ffrw) oversensing and very small p-waves. The lead remains in use. No patient complications have been reported as a result of this event.